Event description:
Caller reports, patient tested 4.0 inr on the coaguchek xs system and 3.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.